Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) primary analysis finding: distal conductor fractured. The full lead was returned and analyzed. The lumen voids are between the svc and the proximal cables. The breached depression is over the rv. The fractured distal coil is in the same area. All are on the proximal side of the anchoring sleeve. There was blood in/on the helix mechanism (sleeve head).

Event description:
It was reported that the lead was oversensing, and there was high lead impedance (greater than 3000 ohms). Consequently the lead was explanted and replaced. No patient complications have been reported as a result of this event.